Event description:
It was reported that the sheath kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient, but it did not meet release criteria. The closure device was fully recaptured and removed from the patient. At this time it was noted on fluoroscopy that the was kinked. The was removed from the patient and the physician made the decision to end the procedure. No closure device was implanted in this patient. There were no complications that were reported to have occurred following these events.